Event description:
The customer stated that the primary system screens (info display panels for central pt monitoring) went blank and did not immediately switch to the ha (high availability) system. The customer reported that pt monitoring was lost for about five minutes.

Manufacturer narrative:
MFR's eval summary: the device is an installed centralized pt monitoring system that utilizes a pair of sun microsystems central processing units (cpus) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. Investigation found that the initiating event was a rare timing issue involving the device's management of printer resources. The screens "went black" because the primary cpu halted due to a printer-related timing issue. When the timing issue emerged the user intervened and power-cycled (turned off and back on) the ha cpu rather than wait and allow the primary cpu to fail-over to the ha (high availability) cpu. The user's actions resulted in a temporary loss of centralized monitoring, contributing to the event. Had the user waited for the fail-over process to complete there would have been no loss of centralized monitoring. Later releases of the device's software reduced the likelihood of the initiating event (timing issue) to occur. The device user was provided with guidance over the phone to perform steps necessary to restore operation. After these steps were performed, the device operated normally.